Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I for a 50 years old male patient with history of lung tumor who underwent pd-1 immunosuppressive therapy in (B)(6). Results provided: (units of measure=pg/ml, customers reference interval =34.2 pg/ml): (B)(6) 2022 results = 216.6, (B)(6) 2022 results = 620.7, (B)(6) 2022 results = 523.3, (B)(6) 2022 results = 971.4 (positive) beckman = 460 (positive), roche = 15.88 (positive). The customer performed dilution studies and peg treatment for troubleshooting purposes. The recovery rate was poor, which indicates there may be interference. The verification sample after peg treatment generated significantly decreased results indicating there may be macromolecular protein interference. No impact to patient management was provided.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 03p25 has a similar product distributed in the us, list number 2r98.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and field data review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review on lot 38153ud01 did not show any non-conformances or deviations associated with the complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for lot 38153ud01 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and found to adequately address the issue under review. In this case, no discrepant results were obtained. The results obtained for the sample on architect, beckman and roche were all above their respective cutoffs. Additional testing on the sample also indicated potential macrotroponin interference. Based on the investigation architect stat high sensitive troponin-I reagent lot 38153ud01 is performing as intended, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent was identified.